Event description:
Boston scientific crm received information that a red alert was issued for this right ventricular (rv) defibrillation lead indicating pace impedance was >3000 ohms. Thresholds were elevated in the rv. The patient's underlying rhythm was atrial fibrillation and the patient was pacemaker dependent. Oversensing and pacing inhibition were reported, resulting in long pauses. The patient experienced a near syncopal episode but did not pass out. No inappropriate therapy was delivered.

Manufacturer narrative:
An intervention was performed and a secure connection was confirmed. The lead was reconnected and the issue persisted. A lead fracture could not be identified visually or via x-ray. The lead was surgically abandoned and a new boston scientific defibrillation lead was successfully implanted in the rv. As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available. Should any additional information related to this event become available, this event will be updated. This supplemental report is being filed to correct the previous allegations made towards this device and lead. It was confirmed there were no lead issues while this device and lead were implant. This device was explanted for normal battery depletion and this lead remains in-service without allegations.